Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen via an implantable pump for intractable spasticity. It was reported the patient came into the office yesterday ((B)(6)2025) for a refill and the low reservoir alarm (lra) was occurring. This was the first time this pump was interrogated with the version 2 software. The hcp stated they updated the reservoir and alarm volume and programming was completed. The hcp stated the patient went home and the pump has continued to alarm. Information and troubleshooting options were reviewed.